Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, on the two firings of the gastric pouch the staple line looked poorly formed and there were a combination of formed and unformed staples. A leak test was performed, there were no leaks. The patient was returned to surgery 24 hours later for a post op leak. It is unknown what tests were performed to determine the leak. It was determined that the leak was from the two staple lines on the gastric pouch. Suture was used to complete the procedure. The patient is still in the hospital. The device was discarded. (B) (4).